Manufacturer narrative:
Product analysis # (B)(4): analysis an abre device was returned for evaluation. The red locking pin was removed from the handle (photo 1). The stent struts were exposed and the tip of the retractable sheath was bent back on it self (photo 2). The handle on the returned device was opened (photo 3). The clip was observed to have separated from the silver retractable sheath (photo 4). Conclusion: the reported event can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted deployment of the abre venous self-expanding stent system in the left iliac vein, the abre was placed over a 035 wire through a 9fr sheath successfully, the red pin was removed from the handle, and the blue wheel was rotated in the direction indicated by the arrow. It was reported that the blue wheel rotated and clicked; however, the stent did not deploy despite continued clicking. The abre was removed and a new one was inserted and deployed. No patient complications have been reported as a result of this event. When the device was returned for evaluation, it was noted that the stent was partially deployed.